Manufacturer narrative:
Device received with missing segments or partial display due to cracked and bleeding lcd glass. Unable to perform self-test and displacement test due to missing segments or partial display.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer¿s blood glucose level was 200 mg/dl at the time of the incident. Customer reports screen display can not read. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.